Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu memory was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury.